Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms on new insulin pump. Customer's blood glucose was 400 mg/dl. While troubleshooting, customer rewound and resumed insulin pump and was able to deliver and insulin and bring down blood glucose. Customer was advised to call back should issue persist.